Event description:
During the surgical procedure the customer experienced a critical fault 212 error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.